Manufacturer narrative:
Correction: the date returned to manufacturer is january 16, 2014; not december 20, 2013, as previously reported. This report is filed february 28, 2014.

Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in extrusion of the implant body. It was also reported that the electrode array had migrated. The device was explanted on (B)(6) 2013. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(4), 2014.

Manufacturer narrative:
(B)(4).